Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-134-user has low glucose value. (B)(4).

Event description:
Customer initially called for training on how to use the truetrack meter. The customer has had the meter for a while and just bought a new vial of test strips and started to use it again. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of lo and 124 mg/dl using truetrack meter. The customer is concerned with the result obtained of lo. The customer did not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is 12/04/2017. The meter memory was reviewed for previous test result history: result 1 :124 mg/dl, date: (B)(6) 2017, time: 2:51pm, non- fasting; result 2 :lomg/dl, date: (B)(6) 2017, time: 2:47pm, non- fasting.